Event description:
It was reported that during follow-up, loss of ventricular sensing and capture was observed. Sensing of atrial signals was noted on the ventricular channel. Lead dislodgement was observed via x-ray. The lead was capped and replaced. Patient condition was good after the event.